Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken off reservoir tube lip. The unit was received with minor scratches on the display window, cracked casing at a display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the plastic rim for the reservoir of her insulin pump does not stay and that she has the reservoir duct-taped in place. The patient's blood glucose at the time of incident was 102 mg/dl. Troubleshooting was initiated and the customer stated that the damage occurred due to wear and tear over time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.